Manufacturer narrative:
Follow-up #1 date of submission 04/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed pump reboots, as well as a reboot associated with the clearing of a cs 054 call service alarm, which may cause the display to be blank for several minutes. The pump casing was observed to be cracked near the display. The pump powered on properly with the returned battery cap. The battery cap contact dimensions measured within specifications. A leak test was performed and failed due to the crack in the casing. The pump case was removed and evidence of moisture ingress was found. The keypad was unresponsive during testing due to the moisture damage. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power, and that moisture ingress was present behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.